Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2016-02239 pertains to the first device and manufacturer report # 3005099803-2016-02240 pertains to the second device. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex esophageal stents were to be used in the bronchi during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure and for both ultraflex esophageal stents, the physician pulled the suture to deploy the stent, but the suture failed to move. Both stents were removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual evaluation of the returned device found that the stent was partially deployed and the shaft was kinked near the distal end. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2016-02239 pertains to the first device and manufacturer report # 3005099803-2016-02240 pertains to the second device. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex esophageal stents were to be used in the bronchi during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure and for both ultraflex esophageal stents, the physician pulled the suture to deploy the stent, but the suture failed to move. Both stents were removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.